Event description:
It was reported that during a cholecystectomy a device opened as usual, one click of the endoclip er320 device is made to prepare the first clip. Instead of the clip coming out, the device got stuck and it could not be pressed to make the clip come out. In the end, the surgeon chose to use a competitor's device and completed the surgery successfully. It did not cause any harm to the patient and there was no delay in the surgery.

Manufacturer narrative:
(B)(4). Date sent 9/18/2025. D4 batch #z7003f. B3: only event year known: 2025. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er320 device was returned with the jaws closed and with no apparent damage. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the trigger could not be activated due to be jammed. The device was disassembled to evaluate the condition of the internal components and the trigger was found bent, not allowing the clips to fed into the jaws. In addition, seventeen (17) clips were found remaining inside the clip track. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. A manufacturing record evaluation was performed for the finished device batch z7003f number, and no non-conformances were identified.